Event description:
The facility reported a colleague infusion pump with lines through main display. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown. Faulty uim lcd screen. Patient involvement - no, there was not patient injury or medical intervention reported during initial report..

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with lines through the main display was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.